Event description:
It was reported that the ilet device exhibited battery depletion while connected to a charger, with the battery percentage decreasing despite a solid charging light and attempts with multiple outlets and chargers. Symptoms included no adverse clinical effects, and blood glucose was reportedly not impacted. Outcomes included device replacement. Investigation included data review and complaint assessment. Investigation of this device revealed a charging performance issue consistent with battery or power management malfunction in the device charging system. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to charging performance.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.